Event description:
Customer reported in the last month the insulin pump has alarmed no delivery. Customer resolved the issues. Customer leaves reservoir in for four days sometimes. Current blood glucose was 320 mg/dl. Troubleshooting was not performed as alarm was resolved by an infusion set change. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.